Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and reproducing the complaint by repositioning fluidic lines to prevent the tubing from pinching causing air bubbles to form contributing to the error. The fse inspected the diluent fluidic lines and found a pinched tube on the left side. Fse repositioned the diluent fluid line and verified the diluent and wash lines were priming while viewing the analyzer, the prime was successfully completed with no air bubbles in the fluidic lines. Fse repaired and validated the analyzer by successfully performing daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The aia-360 operator's manual under section7-1: error messages states the following: (2012) air detected (diluent) description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The most probable cause of the reported event was due to the pinched tube from the diluent fluidic line.

Event description:
A customer reported error message ¿2012 air detected (diluent)¿ on the aia-360 analyzer. Prior to the call, the customer restarted the analyzer and performed a shutdown procedure, primed several times, but error persists. Technical support specialist (tss) instructed the customer to perform a decontamination of the diluent line and error reoccurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.